Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2014 with complaints of dizziness for the past 1 to 2 weeks that had become more significant over the past two days. The patient felt dizzy mostly when he stood up. The patient had been drinking fluids without difficulty. The patient's stool looked dark but not tarry as when the patient had previously had a gastrointestinal bleed (reported in MFR. Report # 2916596-2020-05962). The patient's hemoglobin on admission was 9.1 compared to a previous 11.9. The patient's stool was hemoccult positive. The patient underwent an esophagogastroduodenoscopy (egd) on (B)(6) 2014. The egd showed z line visualized, normal esophagus, normal duodenum, and atrophic mucosa found in the entire stomach. The patient underwent a colonoscopy on (B)(6) 2020. The colonoscopy found that the terminal ileum appeared to be normal. A single sessile polyp, measuring 4 mm in size, was found in the cecum. Polypectomy was not attempted due to the patient's recent bleeding and current anticoagulation. Patchy semi-solid stool was found in the cecum. A small quantity of thick-liquid stool was found in the ascending colon, traverse colon, descending colon, and sigmoid colon. The stool was yellow to brown in color. There was no evidence of blood, black stool, or maroon stool. There was no evidence of active bleeding or definite source to explain the bleeding however some areas of the colon could not be thoroughly examined due to residual opaque stool. The patient's international normalized ratio (inr) range was adjusted to 1.7 through 2.2 for goal inr.